Event description:
It was reported the pt no longer had stimulation and was unable to communicate with his ipg using the pt programmer. A replacement programmer was sent to the pt. F/u identified the replacement device was unable to locate the ipg. It was reported the pt would have imaging to determine if the ipg had flipped inside the pocket.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.